Event description:
At the time of the revision surgery, the lead was replaced to restore therapy, not to address or prevent suspected patient injury. During the revision, the sensor lead tip was found to have separated from the lead body upon removal. The sensor lead tip was retrieved and the sensing lead was replaced. Upon conclusion of root cause analysis on (B)(6) 2022, it was discovered that the distal end of the sensing lead to be completely separated from the lead body, exposing the patient to the risk of injury from possible sense lead migration. The revision surgery addressed the risk and the issue is now resolved.